Manufacturer narrative:
The biosorb fx o/m system is intended for use in trauma and reconstructive procedures in the midface, maxilla and mandible. This was an off label use.

Event description:
On (B)(6) 2007, the plate and 8 screws used to fixate a single rib fracture. On (B)(6) 2007, pt came back to theatre. The plate had broken in the middle. Replaced with another device. Pt outcome: no injury.